Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 31mm amplazter amulet was selected for implant with a 14f amplatzer amulet delivery sheath. During the first attempt, the device was deployed but was not released due to unsatisfactory position. The device was repositioned and redeployed. During the second deployment, a pericardial effusion was observed. The device was recaptured completely and removed from the patient. A cardiovascular tap and drainage was performed to treat the pericardial effusion. The drainage lasted approximately 120 minutes. The patient remained hemodynamically stable throughout the procedure. Post intervention, the patient was transferred to coronary care unit and was scheduled to be released (B)(6) 2019.